Manufacturer narrative:
The received instruments will be sent to vendor for complete evaluation and root cause investigation. Initial assessment shows no flaking or chipping on the surface of all 6 instruments. Additional information and specific details of the incident including current patient status was requested from the reporter. No response from the reporter at this time. Follow up information and clarification from the reporter including investigation results will be submitted when available.

Event description:
On 26-dec-2023, a distributor from france informed corza medical customer service representative that they received a complaint from their customer against k3-2538 intralase flap lifter double. The distributor stated that on (B)(6) 2022, the customer purchased 6 manipulators. These manipulators are used by a single doctor who performs multiple procedures once a month. Over several months, the surgeon noticed metal deposits in the postoperative interface. The dates of these procedures were on (B)(6) 2023. There are multiple instruments involved during the procedures including a non-katena micromanipulator and a blepharostat. The doctor stated that one patient experienced visual discomfort and photic effects. The 6 katena k3-2538 instruments were removed from future procedures and sent to katena for evaluation. On 22-jan-2023 katena (corza opthalmology) received the instruments.

Manufacturer narrative:
On 29-feb-2024, the vendor (mmi) returned the instruments to katena products inc. With investigation conclusions. The reported issue that the katena instruments produced metal deposits during procedure is not confirmed. The manufacturing team inspected all 6 of the instruments and they concluded that there are no defects on the instruments (k3-2538) that would cause debris while using the instrument.

Event description:
This report is a follow up to 2242450-2024-00001 which was submitted on 24-jan-2024. The complaint samples (B)(4) were returned to the manufacturing vendor for investigation. On 29-feb-2024, the vendor provided the results of their investigation.